Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Sterile devices from the account with the same lot were returned and testing was successfully performed with no anomalies noted. In the absence of device returned for analysis, a conclusive cause for the reported ¿knot/suture was looped outside the skin¿ could not be determined. Based on the information provided, the reported ¿devices look unusual¿ appears to be related to the condition of the device post deployment related to the reported ¿knot/suture was looped outside the skin¿ as a result of the difficulty experienced during deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. It was initially reported that the device would be returning for analysis. Subsequently the device was discarded and will not be returned for evaluation.

Manufacturer narrative:
The additional devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with three proglide devices were attempted in the right common femoral artery via 8fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, on deployment the knot/suture was looped outside of the skin. Upon inspection, post procedure, it was noticed that all three devices looked unusual. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to greater than an 8.5fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.